Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 04/11/2014 with the following results: testing confirmed that the display is dim/fading/reddish. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.